Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 500 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital and had to stay overnight. Also customer mentioned that there were some missing boluses from the history. Troubleshooting was performed and the drive support cap and all other settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Analysis reports that the insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also all bolus delivered during testing were properly recorded at the bolus history and daily total history screen including a manual bolus of 0.20 delivered on (B)(6) 2015 at 9:01 pm. No bolus history anomalies were noted. As well no cosmetic damage noted.